Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products rhbmp-2/acs were implanted in the surgery (quantity - 3).

Event description:
Per medwatch report # mw5058083, it was reported that on an unknown date in 2008, the patient underwent 3-level plif involving three large rhbmp-2/acs bone graft kits used in combination with three spacers. Post-op, on (B)(6) 2008, it was reported that the patient developed bmp-induced bony overgrowth and the patient allegedly sustained unspecified injuries.